Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during surgery, when the package of the femoral implant impactor was opened, it was found that it was broken. It is unknown if there was any delay. The procedure was successfully completed using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The femoral implant impactor screw is broken, rendering the device inoperable. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include transit damage or improper handling. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.